Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
The screw driver would not release easily from the screw head of a head 6.5 cancellous hip screw. It kept the surgeon from maintaining good purchase in the bone.

Manufacturer narrative:
Examination of the returned instruments could not confirm the complaint; the screw was not returned for evaluation. A functional check with a mating screw found the screwdrivers functioned as intended. However, multiple complaints have been received for the hex drivers sticking to the screws. Originally, data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding the drivers sticking to the screws. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.